Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported tube is leaking right at the air filter (0.2 micron). Medication being infused was 5fu. No patient injury reported.